Manufacturer narrative:
Follow-up #1: date of submission: 06/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: there was a crack in the pump casing between the keypad and the display. The pump failed a leak test due to the crack. Moisture was found on the internal components of the pump. The keypad was found to be unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.